Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and was infected. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of sepramesh ip, patient was diagnosed with abdominal pain, seroma, fistula, abscess, bacterial infection, adhesions and underwent multiple repairs with explant of mesh. The instructions-for-use supplied with the device lists seroma, fistula and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (expiry date), e3, g1, g3, g6, h2, h3, h4, h6, h10, h11 corrected field: d.6b (date of explant) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to remove the sepramesh ip, which allegedly failed and was infected. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with sepramesh ip. Per the operative notes, "the hernia sac was encountered and there were dense adhesions to the abdominal wall and were lysed. A sepramesh ip was trimmed to fit in the defect and sutured." (B)(6) 2008 to (B)(6) 2008 - patient was admitted to hospital with infected seroma status post incision drainage (found to be mrsa positive), abdominal pain, vomiting and abdominal wall fluid collection above the sepramesh ip thereby underwent irrigation and debridement of abdominal wound with wound vac placement. Patient was also diagnosed with open abdominal wound and necrotic tissue that required debridement. (B)(6) 2008 - patient underwent laparoscopic cholecystectomy. (B)(6) 2009 - patient was diagnosed with abdominal abscess thereby underwent repair with removal of infected mesh. Per the operative notes, "the abscess pocket was identified and the infected mesh was removed from it. The foul smelling discharged was then drained and the small bowel fistula was then confirmed. Irrigation and drainage of abdominal wound was performed.¿ (B)(6) 2009 - patient was diagnosed with infected mesh thereby underwent mesh removal. Per the operative notes, "the mesh had been infected and there was a frank pus pocket. The area was irrigated and infected mesh was cut out. The actual sinus drainage was located on the inferior edge form bowel to fascia, incorporated with mesh.¿ (B)(6) 2009 - patient was diagnosed with enteral atmospheric fistula with infected mesh and extensive adhesions thereby underwent repair with mesh removal. Per the operative notes, "remaining mesh was noted at the edges of the wound and was excised. There were adhesions of bowel to the abdominal wall and omentum were taken down. Enteral atmospheric fistula was at inferior portion of the wound and was dissected. A biologic mesh was brought, cut to size and sutured.¿ attorney alleges that patient had infection, mesh migration, hernia recurrence, seroma, pain and emotional injuries. It is also alleged that patient underwent subsequent surgeries for abscess, necrotic tissue, serosal tear, adhesions, small bowel resection, fistula, abdominal flap reconstruction, and non-healing wound.